Event description:
It was reported that the patient began experiencing an increase in seizures in (B)(6) 2011. The patient is only seen once a year by the treating physician, so he is being referred for generator replacement surgery. Attempts for additional information from the reported treating physician was unsuccessful to date. Although surgery is likely, it has not occurred to date.